Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing high blood glucose (bg) levels (400-599 mg/dl) and insulin injections were administered to address the bg level. The customer spoke with a healthcare provider and the pump settings were adjusted. The customer's current bg was stable. The customer had a kidney infection and was not sure if this was a cause of the high bg. The customer performed a partial system check and no device issues were identified. The customer had changed out the pump supplies earlier in the day and did not have any issues with the pump not working properly.